Event description:
Ventilator circuit support arm loosened from base, fell and struck resident below left eye, causing a 1 cm laceration that required 2 sutures in emergency room. Set screw at joint of support arm found to be lodged inside rod and obstructing secure connection to base.